Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 418 mg/dl. Patient's current blood glucose value was 122 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injections. No delivery alarm during a bolus was also reported. Prime test on insulin pump resulted in no delivery alarm. Customer did not allege the pump for under delivering insulin. Customer declined to perform basic occlusion test for their blood glucose levels. The device is not expected to be returned for analysis.